Event description:
It was reported that the femoral impactor was cracked in the middle of the impactor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device can confirm the complaint. During the analysis the impactor is found cracked. The complaint is confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.